Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having issues with the reservoir and having issues with leaks. Customer reported the attempts to fill and most of them, one of two leaks when inserting to the insulin bottle. The device leaks at the transfer guard. Customer states the reservoir tends to leak if she attempts to fill to the two or one with air. Customer was advised how to properly fill the reservoir. Customer's blood glucose was 149 mg/dl. Customer did not place the reservoir in the insulin pump. Customer was currently using a reservoir from the same box. Though it was not leaking customer was advised to revert to back up plan. No further information reported.